Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information.    A clinical review was performed and in the medical judgement of the reviewers it is unknown if the device caused or contributed to the patient's outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device continued to repeat the initial instructions to connect electrodes when they were properly deployed. In this state the device would not be able to sense the ECG and deliver defibrillation therapy if needed. The patient did not survive the event.

Event description:
The customer contacted physio-control to report that their device continued to repeat the initial instructions to connect electrodes when they were properly deployed. In this state the device would not be able to sense the ECG and deliver defibrillation therapy if needed. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. The device was archived by physio-control and the customer received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected data: section b1 adverse event/product problem of the supplemental medwatch report #1 indicates: product problem. Section b1 adverse event/product problem of the supplemental medwatch report #1 should have indicated: adverse event and product problem. Section b2 outcomes attributed to ae of the supplemental medwatch report #1 should have indicated: death. Section h1 type of reportable event of the supplemental medwatch report #1 indicates: malfunction. Section h1 type of reportable event of the supplemental medwatch report #1 should have indicated: death. Section h6 health impact code of the supplemental medwatch report #1 indicates: absence of treatment. Section h6 health impact code of the supplemental medwatch report #1 should have indicated: death.

Event description:
The customer contacted physio-control to report that their device continued to repeat the initial instructions to connect electrodes when they were properly deployed. In this state the device would not be able to sense the ECG and deliver defibrillation therapy if needed. The patient did not survive the event.